Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse inspected the pneumatic assembly and discovered blood-back intrusion. The fse replaced the pneumatic module assembly, rohs. The iabp unit passed all functional and safety tests per factory specifications, and was returned to customer and cleared for clinical use.

Event description:
The customer reported that during routine checkout of the intra-aortic balloon pump (iabp), an autofill error occurred. The iabp device was taken out of service and sent to biomed shop. There was no patient involvement, thus no adverse event was reported.